Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service centre. There were six error codes found. The manufacturer service centre concludes that they could confirm the customer's allegation and there was a visible foam degradation and unit got scrapped.